Manufacturer narrative:
The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one replicate when tested in duplicate on one patient sample on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). A new aliquot was tested in duplicate and both replicates resulted lower than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00228 was filed on may 4, 2016. Additional information (04/13/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and cleaned the wash station. There were no drops or debris in the cuvettes. The cse also cleaned deposits in the luminometer and checked the dark counts, which were acceptable. The cse then checked the sample and reagent probe alignments and performed slight adjustments. The cse verified that the reagent probe was functioning properly. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Additional information (08/03/2016): the initial MDR states that the reporting units of tni-ultra are unknown. This information was provided and the reporting units are ng/l. The instrument is performing according to specifications. No further evaluation of the device is required.